Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dental needle. The customer reports that while attempting to inject during a dental procedure he noted oozing from the palatal canal inflammation of the inferior orbit of the eye. The customer reports solution went into the orbit of the eye, no hematoma was noted pt was treated with antibiotics.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.